Manufacturer narrative:
The field service engineer ran performance testing on the analyzer and this was ok. The gripper assembly was cleaned and lubricated. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted with a troponin t value of 6.15 pg/ml. The sample was repeated three times, resulting with values of 3.03 pg/ml, < 3.00 pg/ml accompanied by a data flag, and 3.17 pg/ml. A value of < 3.0 pg/ml was reported outside of the laboratory. The second sample initially resulted with a troponin t value of 7.96 pg/ml. The sample was repeated five times, resulting with values of 5.84 pg/ml, < 3.00 pg/ml accompanied by a data flag, 3.11 pg/ml, < 3.00 pg/ml accompanied by a data flag, and 3.74 pg/ml. A value of < 3.0 pg/ml was reported outside of the laboratory. The troponin t reagent lot number was 416797, with an expiration date of 30-nov-2020.

Manufacturer narrative:
The reporter stated they received discrepant troponin t results for a third patient sample tested on (B)(6) 2020. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for this sample. The sample initially resulted with a troponin t value of 6.61 pg/ml. The sample was repeated three times, resulting with values of 9.89 pg/ml, 11.19 pg/ml, and 11.02 pg/ml. The investigation could not identify a product problem. The cause of the event could not be determined.